Event description:
A dr called to request assistance in checking some info in the pump. The dr stated that the customer was found dead in their apartment. The dr informed that he is trying to determine the causes and the exact time of the incident. Apparently the body was found after twenty-four hours of death. It was stated that the customer was wearing the pump and was showing low battery alarm. Assisted the dr to clear the alarm and to correct the time and date. The dr also was assisted in finding the last time that the customer bolused. The pump showed that the customer's last bolus was 0.1u as a normal bolus six days before death. A day later the dr which is the medical examiner called back and informed that he was still investigating the death of the customer.